Event description:
It was reported that a day prior to this report while patient was in surgery for battery replacement , the healthcare provider (hcp) noted that the wire was broken and did not replace it and they did not finish up the surgery. It was indicated that it was patient previous system was implanted in 2000 or 2001.. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.